Manufacturer narrative:
Investigation summary : bd received 1 photo for investigation. Evaluation of the photo did not indicate any foreign material inside the tube as the tube displayed the correct edta additive spray pattern. Additionally, a total of 100 retained samples were visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint is unable to be confirmed for the indicated failure mode foreign matter. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that before the use of the bd vacutainer® k2e 10.8mg plus blood collection tubes, one (1) tube was found with foreign matter in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before the use of the bd vacutainer® k2e 10.8mg plus blood collection tubes, one (1) tube was found with foreign matter in the tube. No adverse impact was reported regarding the patient or user.